Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth reported as only the 1940s to 1950s. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the breakage is on the last pitch of thread located at the head of the screw. The DHR / manufacturing documentation was reviewed for this lot number and met all specifications. The lot was manufactured in july 2013. Too much applied mechanical force has resulted in the breakage of the tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During open reduction internal fixation procedure, the plate (anterolateral distal tibial plate) was temporarily held in place using k-wires, because the patient had severe comminuted fracture. The screw was inserted into the patient¿s bone, but it broke at the screw head. The surgeon could not retrieve the broken cortex screw with an extraction screw. He left the broken piece in the patient and finished the operation. The operation was extended for 15 minutes this is report 1 of 1 for (B)(4).